Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. Historical device data indicated that the right atrial (ra) lead exhibited loss of capture. During the planned procedure on (B)(6) 2026, the ra lead was capped, and a new ra lead was implanted. The patient was in stable condition.